Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter and ruby coils. During the procedure, the physician met resistance while advancing a ruby coil into the slim microcatheter. The physician attempted to reposition the slim microcatheter; however, the ruby coil still would not advance. While resheathing the ruby coil, it became damage and was not used. The physician used a new ruby coil and it met resistance in the slim microcatheter again. Upon removal from the slim microcatheter, the ruby coil was stretched and was not used. The procedure successfully continued using six additional ruby coils and a new px slim delivery microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the px slim was fractured approximately 81.7 cm from the hub. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the procedure, the physician met resistance after advancing the first ruby coil "halfway" through the px slim. The ruby coil was withdrawn and re-advanced, but it became stuck in the introducer sheath. A second ru by coil was again met with resistance inside the px slim. Upon withdrawal of the second ruby coil, it was found to have been "elongated". Evaluation of the returned devices revealed a fracture in the px slim catheter shaft. This type of damage typically occurs due to improper handling during removal from packaging or use. If the px slim was removed from the packaging, or inserted into the patient with force at an angle, it is likely that damage such as this would occur. This fracture in the px slim shaft likely caused the resistance mentioned in the complaint. Advancing or withdrawing the ruby coils against this resistance with excessive force will likely lead to the damage observed in the coils. The px slim devices are 100% visually inspected during in-process inspection. The ruby coil devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00674 and 00675.